Event description:
During an implant procedure, the left ventricular (lv) lead was unable to be connected to the device header. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported complaint of failure to connect was not confirmed. The device was received in normal range of operation. Analysis of the device image was performed, and no anomalies were noted. Mechanical evaluation of the header was performed. The left ventricular setscrew was noted to be outside of the connector block. Septum debris was also found in the setscrew inset, which is consistent with having occurred during the procedure. Electrical testing was performed, indicating normal device performance. A longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.